Event description:
Meter name: one touch profile, strip name: unk, meter code: unk, strip code: unk, strip storage: unk, symptoms: dizzy and felt faint. A pt reported they were having fainting spells and a friend called the ambulance since pt was unable to test. Their meter allegedly was prompting a not ok message. The result on the emergency med tech meter was 44 mg/dl. The time difference between pt's meter and emergency med tech's meter was unk. Treatment was unk. No further info has been reported.